Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "no alarm when air in the system." "

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 2.1 a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact. The device shows age related signs of wear and tear and was slightly dirty. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. The access on the history data was only possible via the serial link cable because the can-bus of the motherboard is defective. History does not show any anomalies. 2.4 for checking the air-sensor a space line was filled with water and was inserted in the infusomat. With the operating unit closed, a value of 49 mv (rated value < 100mv) was measured for the air and a value of 1525 mv (rated value between 1100mv - 2250mv) was measured as water equivalent. Furthermore, the pump was started with a rate of 250ml. With the help of an omnifix-h 1ml syringe scattered bubbles of 0,1ml and 0,25ml were injected to test the correct function of the air sensor. All measured values are within our specification. 2.5 the device was completely disassembled, and the inside was investigated. The are many liquid residues in the inside of the device. On the mainboard are some oxidized spots on zero-force connectors. 3. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. A malfunction of the air sensor could not be detected. The damaged parts are damaged by liquid. A connection via can-bus could not be successfully established, because the can-bus components of the motherboard are defective. The investigation has revealed that the defect was caused by wrong disconnection (skewed direction) of a power supply sp with a soft p2-connector. Such an event may lead to damages on the motherboard (short circuit). Only the circuit board was sent in for the investigation process. To avoid this error pattern an adaptor for power supply sp is available. The complaint is not confirmed due to wrong handling.